Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the hospital because of a red heart alarm. When the medical engineer checked the history on the system monitor, a pump stop was recorded. The log file captured speed drops below the low speed limit and a pump stop on day 90 hour 13. Of note, the patient was implanted in 2016 but the log file only showed 91 days on the controller but the site reported there was no system controller exchange. The patient did not have any symptoms such as elevated lactate dehydrogenase (ldh) at the time of the pump stop. The patient continued on battery support and was hospitalized due to a pump stop being recorded. There was no reproduction of the pump off event even though the patient moved and twisted their upper body while powered on a power module. There was concern that the recorded pump off event could not dismiss the possibility of driveline damage. Therefore, a pump exchange from heartmate ii to heartmate ii was performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the low speed events and pump stop captured in the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 2.0¿ from the pump, and the distal portion of the driveline measuring approximately 36.0¿ with the controller connector was also returned. The inlet elbow, flex section, and inlet extension were not returned. The outflow elbow was attached to the pump outlet port. The outflow graft, outflow graft bend relief, and outflow graft attachment were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. The examination revealed breaches on the 2¿¿ pump-end segment of the driveline in the orange and red wires at the terminal of the pump housing and approximately 0.25¿¿ from the pump housing, respectively. The remaining breaches were found in the 36.0¿¿ distal end of the driveline. A breach was observed in the red wire approximately 3.25¿¿ from the pump housing. Breaches to the green, yellow, and orange wires were also found approximately 3.5¿¿ from the pump housing. An additional breach was observed on the orange wire approximately 4.5¿¿ from the pump housing. Finally, breaches to the yellow and orange wires approximately 5.5-5.75¿¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The green and yellow wires redundantly support motor phase 1. The orange and red wires redundantly support motor phase 3. If the exposed conductors contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of any two wires from different motor phases contacted the braided shield simultaneously while the patient was connected to a grounded or ungrounded power source (i.e., battery power or the power module with an ungrounded patient cable). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, pump stops, and driveline faults. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. A section on ¿handling emergencies¿ is also provided. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was readmitted for the driveline damage on (B)(6) 2021 and discharged on (B)(6) 2021.